Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, went to pre load device it worked correctly. When they went to fire the clips, the clips did not form correctly. They fired the device a 2nd time and the clips did not form correctly. The distal tip of the clip did not form, it looked like a loop/key hole. They used another product to complete the procedure. There was no patient consequence. One device will be returned.